Event description:
A user facility in germany reported that a particle of the sleeve entered the patient''s eye during the procedure. The particle was removed from the eye. No patient impact was reported.

Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The investigation of this event is in progress. The initial report was submitted on 03/15/2024 under incorrect cfn/fei/hcfa ID ((B)(4))-core ID (B)(4). Resubmitting initial report under correct cfn/fei/hcfa ID ((B)(4)).

Manufacturer narrative:
Corrected d4 UDI#: (B)(4). The device is not available for evaluation as it was discarded. A review of the device history record found no nonconformities or anomalies related to this event. The lot history, trend analysis, risk analysis and /or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause could not be determined.